Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Per facility, the complainant part will not be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing date: december 11, 2009. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material, which was delivered as lot 291981, is corresponding to the specifications. The hardness was measured at the time of the manufacturing between 55-57 hrc and was found to be good. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a peri acetabular osteotomy procedure on (B)(6) 2015 during which a curved pelvic osteotome broke in the patient¿s bone. The surgeon successfully removed the larger portion of the broken osteotome, but a very small piece remained in the patient. The procedure was successfully completed with a twenty-five (25) to thirty (30) minute delay. The patient¿s postoperative status/outcome was unknown. This report is 1 of 1 for (B)(4).